Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of "channel b select key does not work". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremedicated". No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a "channel b select key that does not work" was found and confirmed during product evaluation. The assignable cause was a faulty channel b pump head module (phm) keypad. To fix the condition found during service the phm keypad on channel b was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.